Event description:
Same cases as: 2134265-2015-03848 and 2134265-2015-03849. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately calcified and tortuous right coronary artery (rca). During a percutaneous coronary imaging (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the specified lesion. However, when pullback was performed during pre-intravenous ultrasound (ivus), a disconnect error message was repeatedly displayed. Subsequently, the motordrive unit (mdu) of the ilab ultrasound imaging system was unable to perform an automatic pullback. Reconnection was performed several times but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for an analysis. Evaluation of the returned device revealed that a kink was observed in the telescope assembly at 70 cm from femoral marker to the proximal end. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was not able to properly pull back, advance, or retract due to the kink in the telescope. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cases as: 2134265-2015-03848 and 2134265-2015-03849. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately calcified and tortuous right coronary artery (rca). During a percutaneous coronary imaging (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in order to visualize the specified lesion. However, when pullback was performed during pre-intravenous ultrasound (ivus), a disconnect error message was repeatedly displayed. Subsequently, the motordrive unit (mdu) of the ilab ultrasound imaging system was unable to perform an automatic pullback. Reconnection was performed several times but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).